Event description:
While performing a laparoscopic cholecystectomy procedure, it was reported that the tip of a sensing tip obturator remained exposed after penetrating the abdomen cavity. There was no pt injury involved with the incident.